Manufacturer narrative:
Evaluation results - a visual inspection of the returned product shows the optic of the lens has two tears in it and both haptics are bent. There is clear surgical residue on the lens. Conclusions - no conclusion can be drawn. No conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.

Event description:
The reporter stated that the surgeon was inserting a three piece collamer aspheric lens model cq2015a and the front haptic bent on the lens. The surgeon enlarged the incision minimally to remove the lens and put in another same model lens. No suture required.